Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the posterior flanks on (B)(6) 2018 using a cooladvantage applicator coolcurve+ contour, to the bra fat on 03/08/2018 using a coolcurve+ applicator, and on (B)(6) 2018 to the right back fat using a cooladvantage applicator coolcurve+ contour who was diagnosed by a physician on (B)(6) 2018 with paradoxical hyperplasia (pah/ph) to the back and bra fat. The onset is noted at 4-6 months post treatment.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the posterior flanks on (B)(6) 2018 using a cooladvantage applicator coolcurve+ contour, to the bra fat on (B)(6) 2018 using a coolcurve+ applicator, and on (B)(6) 2018 to the right back fat using a cooladvantage applicator coolcurve+ contour who was diagnosed by a physician on (B)(6) 2018 with paradoxical hyperplasia (pah/ph) to the back and bra fat. The onset is noted at 4-6 months post treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the posterior flanks on (B)(6) 2018 using a cooladvantage applicator coolcurve+ contour, to the bra fat on (B)(6) 2018 using a coolcurve+ applicator, and on (B)(6) 2018 to the right back fat using a cooladvantage applicator coolcurve+ contour who was diagnosed by a physician on (B)(6) 2018 with paradoxical hyperplasia (pah/ph) to the back and bra fat. The onset is noted at 4-6 months post treatment.